Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown biomaterial - cement: spine /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent a thoracolumbar posterior fusion. After the initial surgery, a second surgery was performed on (B)(6) 2023 to extend the fusion from t9-l1 to t9-l3 with the cement in question. The amount of the cement was .8cc on both sides, and verse fenestrated screws 7.0-40mm were inserted on both sides. After the extension surgery, the removal surgery was performed on (B)(6) 2024, for multiple operated back due to the bedsore. Because of necrosis of the muscle, one of the screws on left l3 (liv) was planned to be removed. During the removal surgery, when the surgeon attempted to move the head adjuster, it was confirmed that the screw in was poly locked. At this point, the screw was quite loose and the screw base was moving with the head adjuster. The screw could not be removed by the head adjuster. A chunk of the cement in question was moving with the screw. The surgeon attempted to remove the screw with a screw core driver, but was unable to do so due to a lump of cement stuck with the screw. Finally, the surgeon pulled the screw by force. The wound was washed and closed. The surgery was completed successfully with over 30 minutes surgical delay. The patient outcome was reported to be stable, and no additional medical intervention was required. This report involves one unk - biomaterial - cement: spine. (B)(4) are involved with the same event. (B)(4) reports the involved cement, (B)(4) reports the involved screw. This is report 1 of 1 for (B)(4). This report is related to (B)(4).